Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de was unable to deliver medication during use. The following was reported by the initial reporter: "needles clogged."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de was unable to deliver medication during use. The following was reported by the initial reporter: "needles clogged."